Manufacturer narrative:
Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
It was reported to philips that, "during electrophysiological surgery, EKG suddenly showed three 0's lines on EKG and 0% saturation. The team with the doctor made the decision to start a heart stimulation that took 30 min. At that time, the patient had a stimulated heart all the time. The doctor had still thought that the EKG indicates the no patient's heartbeat. After connecting the defibrillator to patient, it turned out that the defibrillator indicates heart rate indeed, but flex cardio not. Then the user went to the control room, where he noticed a "no signal" error on xims, then restarted "fc2010" and xims and after a few minutes the system started to work properly - it showed the patient's ECG signal. The patient survived this stimulation". A request for additional information has been sent.